Event description:
Information was received indicating that during infusing parenteral nutrition with the administration set an "air in line" alarm occurred during the night. No adverse patient effects were reported.